Manufacturer narrative:
The completed product analysis confirmed that one opened sample of part number (B)(4) from lot number 0212416244 was received with a residue consistent with biological contaminants on the device. A microscope was used to inspect the damaged area; visually, the electrode wire punctured the proximal side of the cuff which would have resulted in the reported event. The information most likely indicates that excessive bending and manipulation of the tube in preparation for intubation resulted in the electrode wire puncturing the cuff. As it relates to the complaint, the reported out of specification condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor reported that the cuff was defective; after a closer look, he determined that the cuff had been punctured by the emg electrode protruding from tube body.